Event description:
It was reported that the mainframe/patient interface was making noises after usage. There was no patient involvement associated with the event.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found, reported fault " making noises" cannot be replicated. On inspection, unit found to have old software version: 1.0.5.0. During functional tests console failed " electrode off" test for channel 2. Main board was found faulty. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: 8253410, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: product analysis found, reported fault " making noises " cannot be replicated with patient interface. No other damages noticed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.